Event description:
It was rpeorted that during a coronary, drug eluting stenting treatment procedure, a balloon withdrawal difficulty and a perforation occurred. The lesion being treated was a restenosis of a cypher stent in the mid left anterior descending (lad) artery. The physician placed a wire down to the lesion and was attemptting to deploy a taxus express2 2.5x20mm drug eluting stent. The balloon was inflated to 13 atm's for 34 seconds. The physician encountered difficulty withdrawing the balloon and the guide catheter deep deated causing the vessel to perforate. The stent delivery system was removed and the physician dilated with a 2.5x9mm balloon which stopped the blood flow. The pt was sent to the holding area where she had complaints of chest pain and a drop in blood pressure. The pt was brought back to the ccl. They imaged the lad and noticed blood in the pericardium, a pericardiocentesis was performed and the pt was transferred to the ICU. No further pt complications were reporteed. Pt status is stable.